Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6947-65, implantable tachy lead, (B)(6) 2009; 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) two and a half years after implant. Early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.